Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for evaluation yes to no.

Event description:
Subsequent to the initially filed report, the following additional information was received. The access site was the right common femoral artery. The device was successfully flushed with saline prior to use. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The additional observed damages are consistent with post procedure handling as reported by the account. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. H6 - component code 4755 removed; codes 3088, 3126, 788, 562, 3036 added. H6 - type of investigation code 4114 removed; code 10 added.

Event description:
This was reported as an arteriotomy closure of the right artery using a proglide device via a 7f sheath hole after a peripheral angioplasty procedure. Reportedly, after the device was inserted, no blood flow was observed at the marker lumen. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received. The access site was the right common femoral artery. The device was successfully flushed with saline prior to use. Subsequent to filing the final report, the device was received and device analysis found a foot separation. The separated portion was not returned. The location of the detached foot is unknown. Follow up with the account was conducted. It was reported that the foot separation did not occur during the procedure. The foot was retracted and the device was completely removed manually. The separation occurred post procedure, after removal from the patient anatomy, due to manipulation of the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right artery using a proglide device via a 7f sheath hole after a peripheral angioplasty procedure. Reportedly, after the device was inserted, no blood flow was observed at the marker lumen. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.